Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was leaking from the o-ring. There was no impact to the customer¿s blood glucose. Reportedly the customer loaded a new cartridge to resolve the issue.